Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Vyaire field service technician went on site to conduct investigation on the suspect device. The annual preventive maintenance kit and screen was issued on the customer's order. However, root cause could not be determined yet.

Event description:
The customer reported that the vela screen was frozen. As of this time, there is no information about patient involvement associated in this reported event.